Event description:
It was reported that a malfunction occurred on the pump, identified by malfunction code malf 9, but no notable events were noted before the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the customer with resetting the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to contact support again if any further malfunctions occurred.